Event description:
As reported by pt by phone: the graft was implanted in 1997 for a subclavicle bypass. During a routine physician checkup in 2004, the pt's physician noted a murmur in the area of the subclavicle implant. The pt stated that they feel fine and have no symptoms. Prior to the implant in 1997, the pt has had 2 other bypass procedures for which their leg vessels were harvested.